Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic in (B)(6) 2016 for a follow up. During the follow up, it was suspected that the pacemaker exhibited premature battery depletion due the battery residual capacity was exhausted early. On (B)(6) 2021, the pacemaker was explanted and replaced successfully. There were no patient consequences.